Manufacturer narrative:
The customer reported that this zm transmitter displays normal ECG data on the unit itself; however, when being monitored on any receiver card, the central nurse's station (cns) has a jagged waveform. The issue was discovered during setup. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not available (n/a) to this report: h4 device manufacturer date additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: ni serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no.

Event description:
The customer reported that this zm transmitter displays normal ECG data on the unit itself; however, when being monitored on any receiver card, the central nurse's station (cns) has a jagged waveform. The issue was discovered during setup. The unit was not in patient use at the time.